Event description:
There were coupling/communication issues. The antenna locate feature was used, no lock-up present, and it was still not possible to get coupling bars. The ins pocket was loose and the ins was tilted. Ap and pa x-rays were taken and the sides not marked which made the situation difficult to assess. It was later confirmed the ins was not flipped. The pt underwent surgery to fix the problem on (B)(6) 2010 (details not provided). The pt could recharge successfully and was no longer having problems with the system.

Manufacturer narrative:
(B)(4).